Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) to report a fluid leak that occurred during their treatment the night before. The patient also stated that an ¿m31 air detected in cassette¿ alarm occurred during the treatment, prior to the fluid leak being found. It was reported that the alarm had occurred during their treatment for "the past few days". The patient stated they cancelled the treatment and reverted to manual pd therapy, similar to how it was handled on previous nights. When the patient opened the cycler door to remove the cassette, they reported seeing fluid leak out of the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was then advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Additional information was obtained via follow-up with the patient. The patient stated there were multiple leaks which occurred during use of this cycler. They stated a leak occurred three or four nights in a row; they could not be sure of the exact number. Each time, the ¿m31 air detected in cassette¿ alarm had occurred. On each occasion, fluid was seen leaking from the cassette compartment when the cycler door was opened to remove the cassette. No visible damage was found on any of the cassettes and the patient was unsure what had caused the leaks. The patient confirmed being trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's replacement cycler was received, and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer; however, the physical evaluation of the cycler will be performed under the record capturing the most recent fluid leak event. The cycler sets were not available for evaluation as they were reportedly discarded.